Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touch screen was intermittently unresponsive, after which normal function resumed, and the user requested a replacement; device function at the time of contact was reported as normal with no alerts or alarms. Symptoms included no clinical effects reported. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education with guidance to document any recurrence via video for further assessment. Investigation of this case revealed that the issue could not be confirmed during the call. It was concluded that no device malfunction could be verified and no further action was indicated at this time.